Event description:
Pt lift malfunctioned during use. The pt was released from the lift. The pt was not injured.

Manufacturer narrative:
This is being reported now due to instruction from the FDA rep that was at our facility for a routine inspection. There has not been a re-occurrence of this issue on this lift or any other.